Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred at 07:00am on (B)(6) 2016. The patient does not take any medication to manage her diabetes and decreased her food or drink intake in response to the alleged issue. The patient developed a symptom of dizzy on (B)(6) 2016 at 11:00am however denied receiving any treatment. During troubleshooting the cca noted that the patient followed the correct testing procedure and the test strip completely drew in the sample. The issue remained unresolved when the patient was walked through a retest. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.